Event description:
It was reported that this intra-aortic balloon pump stopped and the screen went black while in use on a patient. As a result, the pump was exchanged. There were no associated patient complications.